Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a celebrity cytology brush was opened for use during a cytology procedure performed on (B)(6) 2018. According to the complainant, during preparation, when the device was checked, it was noticed that the wire inside the catheter broke and the brush failed to extend and retract. The procedure was completed with another celebrity cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.